Event description:
The pump was returned for investigation. Investigation revealed a misaligned pcb component on the force sensor circuit. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Investigation revealed a misaligned pcb component on the force sensor circuit. (B)(6).